Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not duplicate the reported failure. Based upon checked the log file of the device, omsc concluded that the pressure sensor on the main circuit board of the device was damaged accidentally. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected. The failed sensor in this event had been manufactured before the correction was implemented. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, the device displayed error code e03 due to a defective circuit board. Other detailed information was not provided. There was no report of patient injury associated with the event.